Event description:
In 2009, the patient's husband reported that the patient was having an issue but he was not able to provide information at the time of the call. At about 3 days later, the patient's husband called back and stated that the infusion tubing properly connects to the infusion headset when new, however, when the infusion tubing is disconnected to change the headset it will not reconnect to the new headset. The issue has occurred with different lots of infusion sets. A request for face-to-face training was submitted. No physiological effects were reported. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.